Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03203. It was reported, during the pt's permanent procedure, diagnostics showed both invalid and high impedance values for the scs lead. Subsequently, the scs ipg and scs lead were removed and a different ipg and lead were used to complete the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.